Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, not provided. Date of event: although the exact date of onset of symptoms is unknown, not provided. The implant date is provided as a best estimate. If explanted; give date: not applicable as lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted on (B)(6) 2020 in the patient's right eye. Patient claims to have ¿vaseline vision¿ in which she sees blurry, greyness. Her doctor believes it¿s due to glaucoma. Patient lost vision after surgery but is now regaining vision in her right eye. She believes the lens could have been defective. Patient is taking 2 new post-op drops inveltys & alrex. Patient is concerned these drops could affect the lens or a possible interaction to her vision. She is also taking other drops for swelling and glaucoma. She is going to see a different doctor for a second opinion. Additional information was gathered as patient indicated that she had a second opinion from another doctor. Doctor indicated that she has posterior capsule opacification (pco) and a yttrium-aluminum-garnet (yag) procedure will be scheduled soon. No other information was provided.